Event description:
Reporter reports that a transfer set was leaking from the silicone tubing. The leak was found 5mm from the clamp. In 2006, the home patient was hospitalized for peritoritis. A culture taken from the effluent grew gram negative bacillus (pseudomonas aeruginosa, klebsiella). Antibiotic therapy was given, type and dosage is unknown. On the same day, the patient's white blood cell count (wbc) was 1900 and crp (c-reactive protien) was 13.7. On the following day, wbc was 2700 and crp was 22.5. On five days later, wbc was 7200, crp was 1.6. The patient's condition has improved.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.